Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the subclavian artery using penumbra coils 400 (pc400s). During the procedure, while attempting to advance a pc400 through the hub of a non-penumbra microcatheter, the physician experienced resistance and therefore, removed the pc400. The procedure was completed using five other coils, a pc400 and the same microcatheter. There was no report of an adverse effect to the patient.